Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was alarming with no message displayed. It was reported that the issue occurred during training and the patient had not started therapy yet. No adverse patient effects were reported.